Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 35 months post implant of a bifurcated device, an infrarenal aortic extension and two limb extensions the proximal extension has migrated down 10mm since implant. Reportedly, the extension has migrated and the aaa has enlarged, but there is no identifiable leak. The physician plans to bring the patient back on (B)(6) 2014 and treat with a proximal extension.